Event description:
The reusable tibial impactor tip broke at the point where the tip connects to the impactor handle. The surgery was completed successfully.

Manufacturer narrative:
The reusable tibial impactor tip broke at the point where the tip connects to the impactor handle. The surgery was completed successfully. Review of the inspection records for the affected component indicate that the device was manufactured to specification.